Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that geometry was not booting. Upon troubleshooting, fse found faulty power and fan unit. To resolve the issue fse replaced defective power supply. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported that the geometry was not booting, all geometry controls were lost. There was no arm movement, no table movement or shutter movement. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.